Event description:
It was reported by repair work order that the headend lift had intermittent function due to a malfunctioning potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.